Manufacturer narrative:
Device was received with all buttons responding properly passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08695 inches. No over delivery anomaly noted during testing. No obvious insulin odor noted. No moisture damage was found on the electronics assembly, motor, force sensor, or reservoir compartment during visual inspection. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump¿s keypad was unresponsive. The customer smells insulin coming from the pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.